Event description:
Reportedly, hour meter reading incorrect. Last known reading was 8724h, date 2008. Reading of 2008 is 207h. It seems as if the hour meter starts with 0h again when 10.000h has been reached.

Manufacturer narrative:
Device not returned.